Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a fuse in the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that on the 1st attempt to boot up the system a blue screen showed up on the mobile view station (mvs). The mvs was switched off. On the 2nd attempt to boot the system a crack noise was heard in the mvs and the hospital power plug electric circuit fuses dropped out. No patient was present at the time of the event.